Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg became inoperable following the implant surgery. Troubleshooting was unable to recover the device. Surgical intervention was undertaken during which the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The reported observation of ¿service app mode¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to a degradation within the eppic processor battery pre-multiplier circuit. Electrical testing of the pre-multiplier circuity output signal voltage vmxn found it was drooping to .169v. The expected voltage should have been approximately 4.2v. This droop indicated an electrical short along the vmxn line. Direct current (dc) resistance testing found test point (tp) 19 to ground measured 8.9 ohm with no power applied to the hybrid. A review of the ipg schematic determined a degradation in capacitor c57 would result in the failure mode observed. Corrected data: this device is not a part of an fsca